Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleges waking up coughing and with particles in throat. Patient also alleges pulmonary disease. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges waking up coughing and with particles in throat. Patient also alleges copd. No medical intervention was not specified. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there was a presence of contamination in the device, which is a brown unknown contaminant on the sd card flip door, bottom enclosure, and iso port. A dark unknown residue was observed on the front and rear panels, and bottom enclosure. Dust-like contaminants was found on the blower, and evidence of liquid ingress with potential mineral deposits were also observed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional and corrected information: b5 event description: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges waking up coughing and with particles in throat. Patient also alleges copd. No medical intervention was not specified. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there was a presence of contamination in the device, which is a brown unknown contaminant on the sd card flip door, bottom enclosure, and iso port. A dark unknown residue was observed on the front and rear panels, and bottom enclosure. Dust-like contaminants was found on the blower, and evidence of liquid ingress with potential mineral deposits were also observed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. H6 coding has been updated: evaluation method code: analysis of information provided by user/third party evaluation results: no device problem found conclusion code: no problem detected.

Manufacturer narrative:
The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed brown dust-like particles on the front panel and the air inlet. A brown unknown contaminant was observed on the sd card flip door, bottom enclosure, and iso port. A dark unknown residue was observed on the front panel, rear panel, and bottom enclosure. There was a dust-like contaminant on the blower. Evidence of liquid ingress with potential mineral deposits was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report, linv was captured. In box d: device third party. Device avail for eval. Date returned. In box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.